Event description:
The polaris loop ureteral stent was initially placed in 2007. It was reported that during the retrieval process on six days later, it was noted that the distal end of the loop was not visible and that it had migrated up the ureter. Using a local anesthetic, the loop was retrieved utilizing a 2 pronged grasper. There was no complications reported for the patient.

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) and lot history was not performed due to the lot number not being provided. A ship history was performed and found that lots 9588618, 9584253, and 9563136 were the last three lots sent to this customer. A lot history search was performed and found no other complaints against these lots. The device history record (DHR) revealed no anomalies that would contribute to the reported failure. The november 2007 15-month polaris loop stent product family complaint trend report, specific to the failure mode, was reviewed; no unfavorable trend was noted.